Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
During surgery, the surgeon turned the t-handle to push out the hook. When the surgeon checked the hook by x-ray image, it turned out that hook was pushed out on the reverse side. Therefore, the surgeon changed the pin to another new pin and the surgery was completed with a new pin.